Event description:
After injecting the patient with insulin, the nurse tried to engage the safety device and the safety lever fell off and did not cover the tip of the needle. There was no harm to the patient or to the staff member. We have had no other reports of this kind of event with this device at our facility.